Manufacturer narrative:
H1 is corrected in this report.

Event description:
This is a correction for h1.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient¿s incision site opened up. The physician performed a wound washout and closed the incision site again. There have been no reports of further complications regarding this event.